Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, blank display, battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed and the customer reported a blank display. The customer reported that battery cap contacts are missing, damaged, and/or corroded. The customer reported battery cap damaged. Damage is on metal contacts. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. No product return is required for mmt-1715k.

Manufacturer narrative:
Pump received with blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, cracked retainer and cracked case at battery tube side. Blank display anomaly confirmed during analysis due to moisture damage. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Unable to verify battery cap damage due missing battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.